Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the adverse event of peritonitis, which warranted hospitalization. Per the pdrn, the cause of the peritonitis was touch contamination, confirmed by the presence of organisms originating from stool or skin. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Based on the information available, the liberty cycler set can be disassociated from the event, as there is no objective evidence indicating a liberty cycler set product deficiency or malfunction caused or contributed to the serious adverse event experienced by the patient. Additionally, the patient¿s pdrn stated there were no reported issues with the liberty select cycler or any associated product(s). Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis and hospitalized on an unknown date. The patient's wife alleged that the cause of the peritonitis was the products. Upon follow up with the patient¿s pd registered nurse (pdrn) it was reported that the cause was touch contamination (stool or skin). Specific event details were not provided. It was reported that the nephrologist recently transitioned the patient to hemodialysis (hd) because he was unable to maintain sterility when performing continuous cyclic peritoneal dialysis (ccpd) therapy. The pd registered nurse (pdrn) stated there was no issue with the patient¿s liberty select cycler or associated product(s). Additional details were requested for patient demographics, medications administered, and discharge summary, however the request was declined.